Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
Patient underwent a knee revision procedure approximately 13 months post-implantation due to unknown reasons. All components were removed and replaced.